Event description:
Prescriber mentioned that a delay caused a missed dose of medicine. No additional information reported or available regarding this event. Pae (prostate artery embolization) reported by hcp, who does not consent to follow up. (B)(4).